Event description:
This patient had some steri-strips come off the pocket site and bleeding occurred. "The site is sore but no real pain, area ecchymotic with steri-strips on medial aspect with several missing steri-strips and wound oozing old blood." This is all of the available information at this time. If additional information becomes available, this event will be updated.